Event description:
It was reported to boston scientific corporation that about 15 minutes into a percutaneous nephrolithotomy procedure, the probe snapped in half inside the scope, and was contained and removed from inside the scope. The procedure was completed with another probe with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Customer complaint confirmed. The probe is broken in half 25.2 cm from the distal tip. Analysis of this issue has determined that the probe breakage is caused by side loads placed on the shaft of the device during use. A review of the device history record revealed no issues that could be associated with this incident.